Event description:
Patient called to report that her bed she started using a week ago is very uncomfortable. Patient stated she wakes up in more pain after sleeping in the bed. Patient stated she is using it for sleep.